Event description:
The pt had the pump turned off about 8 months before extraction due to lack of therapeutic effect. The patient wanted the system removed. The hcp proceeded to verify placement and functionality of the system by a catheter dye study. During the study an inflammatory mass was identified at the tip of the catheter. The hcp attempted to push dye through the catheter access port but was unable as this caused the pt to scream in pain. The dye study was stopped as hcp felt the mass was pushing on the spinal cord. No other symptoms were reported. The pump contained morphine 50mg/ml, daily dose not reported. Final pt outcome was not reported.